Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material observed in the air/water nozzle appeared to be a be a silicone-based material but otherwise could not be identified. The root cause of the issue could not be determined, as there was no device deformation observed than might contribute to the retention of foreign material and no additional event or reprocessing information was reported or available, however, the issue was likely the result of insufficient cleaning/reprocessing. The event can be detected/prevented by following the instructions for use sections below: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope olympus will continue to monitor field performance for this device.

Event description:
The customer reported the evis exera iii colonovideoscope had an air/water channel blocked and the lens could not be rinsed. The issue occurred during reprocessing. There were no reports of patient or user harm associated with this event. Inspection and testing of the returned device found the nozzle was clogged with a silicon based foreign material. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation.

Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the following: air/water cylinder has discoloration; suction cylinder has discoloration; flexibility adjustment ring has a scratch; grip has a scratch; upwards/downwards knob has a scratch; switch box has a scratch; control unit has a scratch; suction cover has a scratch; right/left knob has a scratch; plug unit has a scratch; due to a crack on the plastic distal end cover, insulation resistance value at distal end does not meet the standard value; due to clogging of nozzle, water supply volume does not meet the standard value; due to wear of angle wire, bending angle in upwards direction does not meet the standard value; objective lens has a crack; light guide lens has a crack; connecting tube has coating peeling; and the universal cord has a scratch. This event is under investigation. A supplemental report will be submitted upon receiving additional information.